Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported 1162 error was confirmed but not replicated. In logs, the 1162 error was found indicating cannula fault on the spar, confirming the fault occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula was inspected, but no faults could be identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error 1162 occurred after sterile adapter (sa) was engaged on universal surgical manipulator (usm) #4. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site perform hard power cycle, but the issue was not resolved. The error disappeared when site removed sa; however, the error reappeared when site re-installed sa on usm #4. Tse had site disable usm #4. Site was able to complete the procedure with the remaining usm arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed robotically with the remaining usm arms (usm #1, #2 and #3).

Manufacturer narrative:
The potential root cause of the reported event can be attributed to a fault on the cannula and printed circuit assembly (pca) within the affected universal surgical manipulator (usm) causing a failed recognition on the system.

Event description:
Refer to h11 for follow-up information.